Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an occlusion alarm occurred. Additionally, the customer alleged the pump did not deliver insulin as intended. Customer's blood glucose (bg) level was above 500 mg/dl. Reportedly, the customer declined troubleshooting and declined to provide additional event information. Reportedly, the customer continued to use the pump for insulin therapy and had manual injection as alternate insulin therapy.